Manufacturer narrative:
Follow-up #1: date of submission 08/24/2015. Product analysis: the device was returned and evaluated by product analysis on 08/04/2015 with the following findings: review of the pump¿s black box data revealed a time and date reset to default following an unexplained reboot. The time and date were not set following the reboot when the user was prompted, and the incorrect time and date settings were used for 2.5 days. The total daily dose history and black box data were inconsistent due to the time and date reset. Investigation revealed the display screen was dim and discolored. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy check.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on an unspecified date was 428 mg/dl with large ketones, extreme thirst, extreme urination, symptoms of dehydration, and nausea. It was reported the basal rate was incorrectly set due to a dim and discolored display issue. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and they remained on pump therapy. It was reported that the pump's basal settings were recently changed by a healthcare provider. This complaint is being reported because the alleged serious injury was attributed to a pump malfunction.